Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012715320 was returned and analyzed. The catheter was received with a guidewire threaded through and protruding from the tip approximately 2 inches and a foreign material was observed stuck on the guidewire at approximately 1.5 inches from the tip. The guidewire was stretched at the distal end. No anomalies were identified during external visual inspection of the shaft and handle. During visual inspection of the array, it was noted that the nitinol was detached from the tip, a fragment of foreign material was observed stuck in/on the distal tip, and the guidewire lumen tip was broken and split on 2 sections (one section with the nitinol wire and the second with the guidewire lumen). The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. During inspection of the array, it was observed that the transition between the array and the guidewire lumen was detached from the catheter tip. In conclusion, the catheter failed the returned product inspection due to foreign material observed stuck in/on the distal tip of the catheter and a detached tip transition between the array and the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire became stuck during withdrawal from the left atrium after ablation with pulse field was completed. A little force was applied to pull the guidewire into the catheter and store it. No further ablation was required. So catheter was not replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.